Event description:
Patient scheduled to have a cardioversion (B)(6) 2021. When energy was delivered, a spark occurred on the cable from the defibrillator. Patient skin was checked and no skin irritation or burn noted. Patient was cardioverted successfully during the procedure. Otherwise normal recovery and discontinue without issue. No harm to patient. FDA safety report ID# (B)(4).